Event description:
A caller reported that the insulin gauge displayed an amount different from what was expected, showing 55 units instead of the expected 265 units. There was no adverse impact on the customer's blood glucose level. The caller was informed to use room temperature insulin when filling the cartridge and acknowledged the guidance. The caller chose not to load a new cartridge immediately, preferring to continue using the current one and follow up if necessary. A replacement cartridge was requested to be used later at home.